Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. The reporter called for stating that while using a cardiosave intra aortic balloon pump (iabp) numbers on the screen, looked like an old tv screen. The reporter then stated the screen had cleared up. No harm or injury to the patient was reported.